Event description:
Patient called home monitoring to inform them that their system was removed for infection shortly after their implant. The patient could not remember the exact date of explant. In 2009, the patient received a medtronic system and they did not know when the system was explanted. The following physician's office did not know the exact date of explant. Setrox s 53, MDR 1028232-2009-01362. Setrox s 45, MDR 1028232-2009-01363.